Event description:
During a laparoscopic appendectomy procedure, the stapler was fired once and the jaws of the instrument would not open by pressing on the release button. The jaws were pried open with another instrument. The procedure was converted to an open procedure and the o.r. Time was extended.